Event description:
The biomed indicated that on (B)(6) 2015, the patient coded but did not die. He is not sure what role the device may have played if any. Since it is not clear if there was a delayed response and the logs found sp02 alarms were on and off during the timeframe of interest, we will report this as a potential delayed response.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
The customer contacted philips with a request for analysis of alarm data for bed h223 on (B)(6) 2015. A patient code occurred at 04:57 and the customer wanted to understand the sequence of events and understand the log files. The customer did not allege that the product was a factor but was unsure about alarms provided. The logs were gathered by the philips field service engineer and reviewed which showed that sp02 alarms were toggled on and off several times prior to the code event and at the time of the code, multiple red level alarms were provided. The product was returned to the factory for analysis at which time the product was found to be performing to specification passing all testing. The product was returned to the customer. The issue is not consistent with any malfunction.